Event description:
On (B)(6) 2010, the patient underwent treatment of a ruptured abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2014, the patient presented to the hospital with pain, and follow-up imaging identified a type ii endoleak with slight aneurysm growth (amount unknown) to 7.4 cm. On (B)(6) 2014, an open procedure was performed to treat the type ii endoleak. It was reported the aorta was surgically opened, and a large lumbar vessel was found to be feeding into the aneurysm sac. The lumbar vessel was ligated, and the devices were left in place. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.additional device implanted and involved in this event: pxc141200/7420134.